Manufacturer narrative:
H10, h2, h3, h6: three 72202468 fast-fix 360 curved needle delivery system devices intended for use in treatment were returned. *failed product was not returned. Rather three new, unopened devices from the same lot were returned. These three items were initially received against complaint (B)(4) only. One returned device; new, unopened item taken as a representative sample for evaluation. Reference (B)(4), there was no failure found. The allegation was not duplicated. Complaint (B)(4) was closed based upon the sample finding. There were three complaints opened for the same firing and t pull out observation. The three reported were from the same lot. These related allegations are considered isolated in nature at this time. Factors that could affect device performance include: incorrect anchor spacing or tissue condition. Influences unrelated to manufacture that could compromise product performance or integrity include: 1) incomplete needle penetration through meniscus. 2) anchor spacing inappropriate. 3) inadvertent twisting or bending of the delivery needle. 4) use inconsistent with instructions for use recommendations. 5) difficulty with reaching the desired tissue location. 6) entanglement with other instruments or devices. 7) inadequate tissue conditions. Complaint history review indicated no similar allegations aside from these, for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use contains recommendations and precautionary statements for proper use of product. Results and probable cause were drawn, determined or concluded based upon files such as manufacturing documentation, DHR, complaint history, instructions for use, risk management, clinical/mi results, material assessment and technique guides (as applicable). Product met specifications upon release to distribution. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that during a procedure the fast fix actuator would not fully fire t1 correctly, t2 fired correctly and t1 pulled out into the joint space and removed by the doctor. The procedure was successfully completed with a backup device and no delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.